Event description:
It was reported that during a procedure, the fiber was not firing, and it was noted that this was the first time it was used. The debris shield was checked and had no problem before it was used. The procedure was completed using another fiber and a new debris shield without patient complications. Analysis of the returned device identified a connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation as analysis identified a connector fracture. Microscopic inspection of the fiber tip indicated it was degraded. There were burn marks on the fiber jacket. Analysis identified there was no light exiting the connector face, indicating a fractured connector. There were severe burn marks on the connector. During the functional testing, it was identified that there was no aiming beam. The console displayed a message that read: treatments used: 0, treatments left: 10. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.